Manufacturer narrative:
The failure was confirmed through disassembly and visual inspection. Through visual inspection, the nose cone was confirmed to be affected by debris. The device was repaired and placed back into stryker stock.

Event description:
It was reported by the user facility that the loaner core impaction drill was overheating. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility that the loaner core impaction drill was overheating. The user facility was not able to provide any further information regarding the reported event.